Event description:
It was reported that the patient had been maintained on life support with ventricular fibrillation and fontan circulation, and the right heart failure was considered to be due to the underlying disease. They were admitted on (B)(6) 2025. Ascites was initially decreased with rest, reduced salt intake, and diuretics, but the patient experienced fatigue and nausea persisted, and ascites recurred after medication reduction. Due to persistently elevated b-type natriuretic peptide (bnp) levels, discharge was deemed difficult. The patient was continued on bed rest in hospital while awaiting transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 6 also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.